Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 387 mg/dl. When she checked the pod, she noticed that the cannula didn't insert into her skin, but was laying across her skin instead. She went to the hospital and was hospitalized from (B)(4) 2014 to (B)(4) 2014. She was diagnosed with diabetic ketoacidosis (dka) and stated that she was given standard treatment for dka (no details were provided).